Manufacturer narrative:
It was reported, disposable or towels were transferring lint to eye muscle and clinging to suture which needed to be cleaned out. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There was no medical intervention or serious injury originally reported related to this event. However, due to the reported nature of the incident, the need for medical intervention, and in abundance of caution this medwatch is being filed. Samples have not been returned for evaluation. No further information is available. If any further relevant information is identified or obtained a supplemental medwatch will be filed.

Event description:
It was reported, disposable or towels were transferring lint to eye muscle and clinging to suture which needed to be cleaned out.